Event description:
This ae was reported from a doctor ((B)(6)) concerning a (B)(6) female patient via mr on (B)(4) 2012. A female pt was injected with restylane perlane (0.5ml) and matridex (0.5ml) into her nose on (B)(6) 2010. On the following day, she experienced pain on the whole face. On (B)(6) 2011, she was injected hyaluronidase 0.5ml for corrective treatment. On (B)(6) 2011, she was injected hyaluronidase 0.5ml and triam inj. (Triamcinolone acetonide). However, the symptom was not recovered. She was injected hyaluronidase 0.5ml and triam inj. (Triamcinolone acetonide) on (B)(6) 2012. She was hospitalized in 2012 and got narcotic analygesics for pain, but the duration is unk. There is no concomitant symptom, the pain is the only symptom. Manufacturer's comment: the limited info provided in the case report makes a proper causality assessment difficult. Additional info has been requested, however, not yet obtained. The matridex filler injected at the same time may have contributed to the event.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. The event experienced pain in the whole of face assessed as serious, expected and possibly related.